Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 (scope err unsupported scope) issue could not be determined, however, the issue was likely due to an ingress of water into the devise as the result of an observed leak in the air/water cylinder, causing a circuit board malfunction. The event can be prevented by following the instructions for use (IFU) section below: chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment in the gif/cf/pcf-290 series instruction manual operation edition. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had an e315 (incompatible scope) error code. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.